Manufacturer narrative:
Per the customer¿s response, reprocessing deviated from instructions for use (IFU). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to reprocessing deviating from instructions for use. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material exited from the channel (including the auxiliary water channel). There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.